Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant was not reported. The aneurysm is currently 6.3 cm in diameter. There is disease progression with aortic neck dilatation. It was reported that a recent CT revealed that there is a proximal type I endoleak (no stent graft migration) due to aortic neck dilatation. The physician elected to use staples and the type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).